Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter stripped while installing a screw during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned driver was evaluated. The tip was found to be twisted as reported. The cause can likely be attributed to weakening of the material due to use over time. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the tip of a screw inserter stripped while installing a screw during surgery. An alternative driver was used to complete the procedure without reported patient impacts.